Manufacturer narrative:
UDI: (B)(4). Initial reporter's complete address and phone number were not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device was not working. During service and evaluation, it was observed that the compact air drive device motor was blocked, had seized was running rough and did not have power. It was further determined that the device failed the following pre-tests: check function of soft mode switch (safety system), check triggers for fwd I rev mode, check for untrue running, check for excessive noise, check the power with test bench: min. 110 to 160 w and check starting behavior have been failed. The event did not occur during a surgical procedure. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. If additional information should become available, a supplemental medwatch report will be submitted accordingly.